Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Technical service advised physician to download device data. The physician advised; the device will be replaced in the near future. The s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Technical service advised physician to download device data. The physician advised; the device will be replaced in the near future. The s-ICD remains in service. No adverse patient effects were reported. New information was received indicating that this sicd device was explanted due to premature battery depletion (pbd). A new device was successfully implanted. The explanted device is not expected to be returned, as no patient consent form was signed. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.